Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that that within 10 days of implant, the right ventricular lead had high thresholds. The lead impedance and sensing remained within normal limits. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.